Event description:
It was reported to philips that the system froze during post-processing image transfer. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system froze. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the quotation was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation methods code was corrected.